Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6) h3: analysis of the device, model # 37761, s/n (B)(6), revealed connector pin bent. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's recharger antenna cord was frayed. They tried to charge on sunday and it would no longer charge. Additional information was received from a patient (pt) regarding their external devices. Pt called patient services specialist (pss) back and said they received their recharger (insr) antenna yesterday and the recharger has been unresponsive since then. Pt said that they tried using their damaged insr antenna and had the same result. Pt said the recharger had been plugged into the desktop charger (dtc) since yesterday and the dtc box was lit up green. Pt saw no visible damage to the dtc. Pss had pt plug recharger into the dtc and the pt said the recharger powered on and said that the battery was empty and then just shut off. Pt tried again and the same thing happened. Pt said that they need to charge their implant because their implant hasn't been charged in two weeks. On the call, the pt said their was no dtc serial number. No symptoms were reported.